Event description:
The customer reported that the device failed to turn on during routine inspection. The customer also reported that there was a "smoke" odor from the device.

Manufacturer narrative:
Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.